Manufacturer narrative:
It is unknown if the sample is available at this time. A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. Product code is not known therefore a 510k cannot be provided. (B)(4).

Event description:
The facility representative reported a flogard pump that seems to be puncturing the IV lines / set. It is unknown when the reported condition occurred. According to the facility representative, no patient injury or medical intervention had been reported related to the report. No additional information is available. This report is for the set.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. If additional information or samples become available, a follow-up report will be submitted.